Event description:
It was reported that after opening the package, the ureteral stent was broken, the coil separated with the straight site. It was stated that a new stent had been unpacked to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after opening the package, the ureteral stent was broken, the coil separated with the straight site. It was stated that a new stent had been unpacked to use.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, a photo sample was submitted. An evaluation was completed by future matrix. The proximal end pigtail was observed to be separated from the body of the stent. A potential root cause for this event could be, "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.